Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this right ventricular (rv) lead and associated pacemaker exhibited pacing inhibition along with loss of capture (loc) with less than 2 seconds of asystole and high out of range pacing impedance of greater than 2,000 ohms. Additional information was unable to be obtained. The device was explanted and will not be returned while the rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.